Manufacturer narrative:
The site reported that the patient had a spontaneous intramuscular hematoma on the right thigh on (B)(6) 2016. Patient was given (B)(6) of red blood cell transfusion. The event resolved on (B)(6) 2016. Per the primary investigator, intramuscular hematoma was related to the ekos system and the lytics while the medical monitor assessed it as not related to the ekos system but definitely related to the anticoagulants. Hematoma is a potential complication of the procedure, is listed in the IFU, is unrelated to ultrasound therapy and can occur after sheath removal. There were no device malfunctions reported during ekos catheter placement or ultrasound therapy. No additional information will be available.

Event description:
A (B)(6) female patient (B)(6), enrolled in a retrospective knocout pe trial, had a reported adverse event of spontaneous intramuscular hematoma on (B)(6) 2016. The patient was treated for a bilateral pe on (B)(6) 2016 for approximately 17.35 hours. Ekos catheter was successfully placed in the right and left pulmonary arteries. 10 mg of tpa infusion was started on the same day at 14.13 hours and stopped at 07.22 hours on (B)(6) 2016. On (B)(6) 2020, the site reported that the patient had a spontaneous intramuscular hematoma on the right thigh on (B)(6) 2016. Patient was given (B)(6) of red blood cell transfusion. The event resolved on (B)(6) 2016. The principal investigator (pi) assessed this adverse event with a severe severity. The pi assessed the relationship as not related to the procedure, but with a definite relationship to the ekos system and drugs. The medical monitor escalated this to a serious adverse event and not related to the procedure, ekos system, thrombolytics, but with a definite relationship to the anticoagulant. There were no device malfunctions reported during placement of ekos catheter or ultrasound therapy. The adverse event was not reported at the time of the occurrence.